Event description:
It was reported by customer that when writer went to flush and use IV, the end of diffusics IV had fallen off. Verbatim: event date: (B)(6) 2026 - IV diffusics 24g placed in patient previous to my shift on (B)(6). IV had previously been working and had bolus completed. When writer went to flush and use IV, the end of diffusics IV had fallen off. IV removed and manager as well as md made aware. At this time no known harm to the patient. Have used sample to provide for analysis.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.